Manufacturer narrative:
To date the device involved in the reported incident was not yet receive for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2018, a doctor complained that there was too much movement on the 80 pounds torque knob of the a3059 mayfield composite series skull clamp after pinning the patient. Even with a 60 pounds pressure of the clamp, there was a lot of movement. Additional information was received on 02apr2018 indicating that the (B)(6) years old, female underwent a craniotomy procedure. The patient was in prone position and was not repositioned during the case. The incident happened right immediately after the patient was pinned with the a3059 skull clamp. This incident resulted to a 15-minute case delay but did not cause any impact to the patient as reported. The doctor requested an a1114 skull clamp to proceed with the case. There was no serious injury reported; patient just sustained three (3) additional skull clamp pin holes because of the incident.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device history record for this item was reviewed and shows no abnormalities related to reported incident found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The device was not released for evaluation therefore the root cause to the end users experience could not be determined.